Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During preparation, when the device was unpacked a sharp distal tip edge was noted. No damage was noted on the package. Thus, the device was replaced with same model sheath kit and the procedure was completed successfully. No patient complicated were reported. Device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During preparation, when the device was unpacked a sharp distal tip edge was noted. No damage was noted on the package. Thus, the device was replaced with same model sheath kit and the procedure was completed successfully. No patient complicated were reported. Device is expected to be return for analysis.

Manufacturer narrative:
Visual inspection of the returned sheath found the dilator still inserted and kinks at two locations near the distal tip of the shaft. The kinked condition of the shaft was not mentioned in the complaint summary, indicating these defects must have occurred after handling them during storage or transportation. Functional evaluation of the sheath observed a successful engagement of the deflection mechanism, as the device was able to achieve and maintain deflection at the distal tip of the shaft. Microscopic imaging did not find any abnormalities or defects that can confirm the allegation associated with this event.